Manufacturer narrative:
Concomitant medical products: - item number: 00801804002, item name: femoral head sterile product 12/14 taper, lot #62661656; - item number: 00630506040, item name: liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell, lot # unknown; - item number: 00630506040, item name: liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell, lot # unknown. The manufacturer did not receive the device for investigation as it is still implanted. One x-rays picture and medical records were provided for review. As no lot numbers was provided for the device (stem), the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a tha on the right side and experienced altr (adverse local tissue reaction) after unknown time. The patient underwent a revision surgery where the head and liner were exchanged, but the stem retained in situ.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: altr, metalosis event description: it was reported that a patient was implanted with a trilogy shell - cocr femeral head 12/14 taper (ref: (B)(4), lot: 62661656, see complaint (B)(4)) and a cementless avenir stem standard size 5 (ref: (B)(4), lot: unknown) on right hip side on a unknown date. Subsequently, the patient underwent a revision surgery due to altr on (B)(6) 2018; head and liner were exchanged, stem retained. Metalosis was mentioned in the per. Review of received data: the hip anteroposterior x-ray image (image date unknown) was received and reviewed by health care professions, maven md: right total hip arthroplasty is present. The acetabular cup is associated with at least 1 screw. Small radiolucency at the superolateral rim of the acetabular cup is consistent with implant design (rather than corrosion). The acetabular cup lateral angle of inclination is approximately 40°. Acetabular cup version is approximately 20° (estimated using inverse sine calculation). The femoral head component is grossly centered within the acetabular cup. The femoral stem is in varus alignment. No gross loosening of arthroplasty components is demonstrated. Cystic radiolucencies within the greater trochanter are possibly due to granulomatous osteolysis. There is a chronic-appearing small scalloped defect at the medial cortex of the lesser trochanter of uncertain etiology, cannot exclude a pressure erosion. Greater and lesser trochanter findings could be associated with adverse local tissue reaction (altr); however, significance of these findings may be limited by lack baseline studies. Bones appear generally osteopenic. Device analysis: the stem was not returned to zimmer biomet for in-depth analysis as it remains implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The DHR and quality records check could not be performed as the lot number was not available. Root cause analysis: root cause determination using sap dfmea: adverse body reaction (e.g. Cancer, allergies, etc.) Due to material not biocompatible => not possible: according to biocompatibility specification the biocompatibility has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals due to design not suitable for washing process => not possible: according to biocompatibility specification the biocompatibility and cleaning processes has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Metal ions (titanium) due to chemical reduction of material => possible: as the stem was not explanted, no detail examination on the device can be done, this root cause can not be excluded. Adverse body reaction due to leaching of critical substances (e.g. Plastizisors, phthalates) => not possible: according to biocompatibility specification and material compatibility specification the biocompatibility and material compatibility have been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Release of particles e.g. Metal ions, pe particles, ceramic particles due to inadequate material pairing => not possible: according to biocompatibility specification the biocompatibility has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Adverse body reaction (cytotoxicity, irritation, sensitization, systemic toxicity, mutagenicity, carcinogenicity) due to ha not biocompatible => not possible: according to biocompatibility specification the biocompatibility has been tested. Further a systematic issue with material properties would have been detected as part of the issue. Evaluation assessment: increased chemical, galvanic or crevice and fretting corrosion in taper leading to metallosis. Aseptic loosening due to excessive wear in the modular junction (taper connection) => possible: as no information about the condition of the taper, this root cause can not be excluded. Conclusion: it was reported that the patient underwent a revision surgery due to altr on (B)(6) 2018. The avenir stem remained in patient after the revision surgery, only the cocr head and liner were exchanged. One undated x-ray image was received and reviewed by a health care profession. It showed that the stem is in varus alignment, but no obvious loosening was demonstrated. Bones appear generally osteopenic. Cystic radiolucencies at the greater trochanter and small scalloped defect at the lesser trochanter could be related to adverse local tissue reaction (altr) as well as granulomatous osteolysis and pressure erosion. However, all those findings may be limited by lack baseline studies. Only one x-ray image was received, but no other relevant documents like operative notes, office visit notes or photos of the implant were received. Therefore, the condition of the stem as well as the contribution of the stem to altr remain unclear. Based on the given information the occurrence of the reported metallosis could not be confirmed. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).